Event description:
It was reported that the device was displaying a service light and had an error code in memory that indicates potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported problem. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not duplicated. Extensive testing was performed with no problems found. Further root cause of the reported failure was not determined.